Manufacturer narrative:
(B)(4): eval, results: endoleak, graft migration; conical-shaped aortic neck. Eval, conclusion: conical-shaped aortic neck.

Event description:
An aneurx abdominal stent graft was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant are unk. It was reported that the bifurcated stent graft had migrated 2.5 cm distally, resulting in a proximal type I endoleak. The aortic neck was described as conical in shape, ranging from 21-25 mm in diameter over 2.5 cm to the top of the migrated stent graft. The physician elected to intervene by placing an endurant 28 mm cuff and an aneurx 28 mm cuff, which successfully resolved the endoleak and migration. No additional clinical sequelae were reported, and the pt is fine.